Event description:
(B)(6) 2024 date of procedure. Left leg study leg. Crossover access through right groin. 2 study devices implanted for 1 lesion. Pre, peri and post procedure antiplatelet and/or anticoagulant medication. Adverse event occurred during procedure. Patient discharged (B)(6) 2024. Lesion #1. Left study leg. In superficial femoral. De novo lesion. Total occlusion. Reference vessel diameter 4-4.9mm. Zfv6-80-6-20.0. 7 french guiding catheter used. 0.035 guidewire used. Zfv6-80-6-4.0. 7 french guiding catheter used. 0.035 guidewire used. (B)(6) 2024 lidocain, ondansetron and dipidolor were administered intravenous during the index procedure for pain management during atherectomy. Patient developed a mild rash around the face and neck. Antihistamine medication and sterioids were administered and the rash resolved within a few minutes. Breathing and circulation was stable at all times. This is a mild anaphylactic event. And happened well before the introduction of any study devices. Medical event. Not related to study device causal relationship to study procedure. This was an allergic event due to the administration of pain management medication in preparation to a a necessary atherectomy in preparation of the study-stent usage before the introduction of any studydevices. (B)(6) 2024. Date of site knowledge (B)(6) 2024. Patient had a pre-existant belly hernia after laparatomy (B)(6) 2022 and laparascopy (B)(6) 2023. Surgical repair was reccommended at the department for general surgery (B)(6) 2024, admission and surgical repair took place without complications on (B)(6) 2024. Patient was discharged on (B)(6) 2024. (B)(6) 2024 patient scheduled an early visit at the department for vascular surgery on (B)(6) 2024, due to worsening claducation in the left leg with pain free walking distance of only 300m during the last 3-4 months prior. Doppler ultrasound showed a high grade in-stent-stenosis within the study stents in the proximal and mid superficial femoral artery left. This was classified as at the time compensated stenosis requiring elective but early re-intervention to prevent total occlusion. Patient did not need admission or intervention at this time. An appointment for elective endovascular re-intervention was scheduled 3 weeks to the future. (Pr (B)(4)). 14-nov-24 event onset with site knowledge 21-nov-24. Patient presented for scheduled endovascular re-intervention of the left leg (study-leg) due to the high grade in stent stenosis in left proximal and mid afs within the study devices. Patient continued smoking since the index procedure. Angiography showed continous patency within both study devices and the distal adjectant femoropoliteal 3rd-party-stent however there were multiple high grades in-stent stenoses in all three stents requiring again jetstreamrotational-atherectomy and drugeluting balloon angioplasty. Stentfracture of the distal study device (zilverflex 6x200mm = zfv6-80-620.0 lot c2097625) was observed and required stent-angioplasty with a short 3rd-party-stent (6x60mm). This time no pain management was need prior to atherectomy, and no ill effects were observed. Patient was discharged same day. Vascular event, restenosis of both study stents + the distal adjectant femoropoliteal 3rd party stent requiring intervention. Study-device-failure (stent fracture) of the distal study stent requiring reintervention. Endovascular / percutaneous treatment. (Pr (B)(4)). (B)(6) 2024. Study lesion reintervention. Led to medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or body function. Site determined possible relationship to study device. Both study devices but also the distal adjectant 3rd party were stenosed. There was a device fracture of the distal study device also resulting in a intermediate stenosis. It is unclear if one particular stent or the combination itself led to the in-stent stenosis. Both stents, zfv6-80-6-20.0 lot c2097625 and zfv6-80-6-4.0 lot c2094522 were stenosed. Stent fracture of the distal study stent zfv6-80-6-20.0 lot c2097625 leading to an intermediate stenosis requiring stenting with a 3rd party stent 6x60mm. Probable relationship to study procedure. Every during the index procedure implanted stent (study and 3rd party devices) were highly stenosed. 14-nov-24. Site knowledge 21-nov-24. Stent fracture. A stent fracture was observed at the mid left superficial femoral artery 22 mm proximal to the overlap to a distal adjectant 3rd party femoropopliteal stent, leading to an intermediate stenosis, requiring restenting. The particular site was stented with an uncovered self-expanding bare metal stent (3rd party, 6x60mm). (Pr (B)(6)). This file will capture the stent fracture on (B)(6) 2024.

Manufacturer narrative:
PMA/510(k) #: p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the zilver flex device of lot number c2097625 and rpn zfv6-80-6-20.0 or photographic evidence of the device was not returned for evaluation. This file was raised from pmcf study to capture the stent fracture o 14 nov 2024. This file is associated with the following complaints: (B)(4), MDR- (B)(4) ¿ compensated stenosis. #01. (B)(4), MDR- (B)(4) ¿ compensated stenosis. #02. Manufacturing records. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label. The notes section of the instructions for use, ifu0058 which accompanies this device instructs the user to; "upon removal from the package, inspect the product to ensure no damage has occurred¿ there is no evidence to suggest that the customer did not follow the instructions for use (ifu0058). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. As per clinical input the stent fracture could have been caused by the patient¿s condition or the total occlusion. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, a stent fracture was observed at the mid left superficial femoral artery 22 mm proximal to the overlap to a distal adjacent 3rd party femoropopliteal stent, leading to an intermediate stenosis, requiring re-stenting. The particular site was stented with an uncovered self expanding bare metal stent. Complaints of this nature will continue to be monitored for similar event.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 11-jun-2025.